Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly) was analyzed, and a visual evaluation noted that the returned handle did not have evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle did not have evidence that the trip wire was secured. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date; however, per the speedband superview super 7 multiple band ligator instructions for use, "rotate inventory so that products are used prior to the expiration date on package label." Additionally, this device was also used in a manner inconsistent with the IFU based on the condition of the returned device that the handle did not have evidence that the trip wire was secure, and the iuf states, "secure trip wire in slot on handle unit."

Manufacturer narrative:
Block h6: imdrf device code: a050501: captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a procedure performed on (B)(4) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.